Event description:
It was reported that on (B)(6) 2009, a non-abbott stent was implanted in the heavily calcified proximal right coronary artery (rca). On (B)(6) 2010, the patient was re-hospitalized and the following day, a 3.5 x 12 xience v stent was implanted in the rca for treatment of in-stent restenosis of the non-abbott stent. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, the patient experienced chest pain. Angiography revealed a "smoke-like substance" inside the xience v stent. Reportedly, it was the physician's opinion that the substance was not thrombosis. Aspiration was performed on (B)(6) 2011 with timi flow 3. Pathology analysis confirmed fibrin. On (B)(6) 2011 the patient was discharged. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information reported that post dilatation was performed using a non-abbott dilatation catheter. During the third inflation at 24 atmospheres, the balloon ruptured. Post dilatation was completed using another non-abbott dilatation catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: nc quantum 3.5x12; guide wire: route, rinato, sion; guide cath: mach1 7f fr4 sh; stent: cypher select. (B)(4): indications for use. There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Aspiration was performed for successful treatment of the thrombosis. Reportedly the xience v stent was implanted in the right coronary artery (rca) for treatment of in-stent restenosis of a non-abbott stent. It should be noted that the IFU states that the safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. It is unknown how, if at all, this may have contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.